Event description:
Reporting status: serious injury - permanent damage. Reporting rationale - perforation requiring surgery, myocardial infarction. Device issue - none. It was reported that the procedure was to treat a lesion in the proximal lad. Using a whisper ms guide wire, dilatation was performed. A small effusion of blood was observed. The perforation required surgery for treatment. During the surgery, another company's stent in the proximal lad occluded with thrombus. The patient consequently experienced an arterial infarction post surgery. The patient remained in the hospital. No add'l event or patient info is available.

Manufacturer narrative:
Product performance engineering reviewed the incident info. Pericardial effusion is believed to be the result of a perforation in this circumstance. It was not clear if the perforation was related to the guide wire or other case circumstances. With the available info and because the guide wire was not returned for analysis, a root cause to the guide wire could not be determined.